Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a right basal ganglia infarct with little hemorrhage transformation shown on head CT without contrast on (B)(6) 2024 post procedure. The event was not a recurrent or new stroke. There was no treatment or other actions taken. The outcome status was not recovered/not resolved. The event relationship to the disease under study was probable and not related to an underlying condition on disease. The event did not result from a device deficiency. The mrs score was 0 and nihss was 15. Pre-procedure mtici was 0 and post procedure was 3. The site assessed as not related to the device or procedure, however, the sponsor assessed as possibly related to the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient's final mtici 3, 24h nihss 12 , and discharge nihss 5. The patient's baseline nihss 15. The patient did not require hospitalization, treatment, and no actions were taken; outcome of the event is not resolved. The causality of the event is not related to the procedure and device, possibly related to disease under study, not related to underlying condition of disease, not related to systems or research surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information received that the subject status at 90 day follow up visit was reported as death. The sponsor assessment reported the event as possibly related to the study procedure. New information received that the sponsor assessment reported the subject death of an unknown cause not related to the study procedure or devices utilized. Date of death was (B)(6) 2024.